Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire break was confirmed and the cause was determined to be supplier related. The product returned for evaluation was three 0.018¿ x 135cm nitinol guidewires. Two appeared unused and unremarkable and one was broken into six segments. Some of the segments contained blood-like residue indicating use. Microscopic examination of the fracture sites revealed that all breaks had occurred on a plane at the wire band transition. Further examination showed that the breaks only occurred at the proximal band transition point and that each fracture surface contained severe pitting along the perimeter. Microscopic examination also revealed pitting at the band transition point of several unbroken bands. Each band of the used sample was manually tested for slight shear force and two additional breaks occurred during laboratory testing. The bands of both unused samples were also tested and did not break. These samples were also inspected microscopically for the pitting observed in the used sample and they did not exhibit the same level of pitting seen on the used sample. From the evaluation it appeared that the used sample was susceptible to shear breakage due to the pitting observed at the proximal band transitions seen on many of the bands. The wire is a supplied component and the sample was sent to the manufacturing facility for further review.

Event description:
It was reported that when the guidewire was introduced into the right basilic vein and advanced to the distal svc and then the dilator was introduced. The PICC catheter was fed into the sheath and the patient began experiencing discomfort. Fluoroscopy revealed that the wire was broken at the junction where tip of dilator meets the wire. The guidewire and sheath were removed. The broken piece of guidewire remained in the patient (right basilica -> right subclavian). Patient was taken to the or and surgery was required by a vascular surgeon to remove the broken pieces of the guide wire. Patient was kept overnight and discharged on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay2307 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that when the guidewire was introduced into the right basilic vein and advanced to the distal svc and then the dilator was introduced. The PICC catheter was fed into the sheath and the patient began experiencing discomfort. Fluoroscopy revealed that the wire was broken at the junction where tip of dilator meets the wire. The guidewire and sheath were removed. The broken piece of guidewire remained in the patient (right basilica -> right subclavian). Patient was taken to the or and surgery was required by a vascular surgeon to remove the broken pieces of the guide wire. Patient was kept overnight and discharged on (B)(6) 2017.